Event description:
N/a.

Manufacturer narrative:
UDI (B)(4). Sample was received for evaluation. Failure analysis was performed and root cause could not be determined as the technician did not find any functional problem with the valve. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by a sales representative that when priming the valve (ID 828817pl - crts sm il sg utz bac cath acc) on the back table prior to implant. Fluid would not pass through the valve so it couldn¿t be used. No patient adverse consequences and no surgical delay reported.